Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon therapy (iab), the console generated a check iab catheter alarm. The waveform was no good and the middle of the balloon membrane was adhered to the central lumen. There was also blood seen in the tubing. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane slightly folded and blood on the exterior of the catheter. The membrane was found to be stuck on the inner lumen approximately 15.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate to 90% volume. The condition of the iab as returned indicated the membrane was unable to fully unwrap from the inner lumen. We are unable to determine why this occurred, however the condition of the returned device indicates a restricted gas passage which resulted in poor inflation on the pump and the alarm. The evaluation confirmed the reported alarm, difficulty to inflate, and difficulty to pressure monitor. We are unable to confirm the leak. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon therapy (iab), the console generated a check iab catheter alarm. The waveform was no good and the middle of the balloon membrane was adhered to the central lumen. There was also blood seen in the tubing. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon therapy (iab), the console generated a check iab catheter alarm. The waveform was no good and the middle of the balloon membrane was adhered to the central lumen. There was also blood seen in the tubing. There was no patient injury reported.